Manufacturer narrative:
The evoke scs system was not returned to saluda. The x-rays provided confirmed lead migration. The root cause of lead migration could not be definitively determined, but the patient's fall or manipulation of the cls may have contributed to lead migration, resulting in stimulation changes. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief following multiple falls unrelated to the evoke scs system. An x-ray confirmed lead migration and the patient was subsequently reprogrammed in an open-loop program. It was additionally reported that the patient manipulated the implanted evoke closed loop stimulator (cls) causing the device to rotate within the pocket and further dislodged the leads. A revision procedure was performed, during which the evoke scs system was replaced.